Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the balloon cones and tube profiles were reviewed. Analysis of the balloon noted the distal end of the balloon was not folded back neatly into position. In appearance, the balloon appears to have been subject to a drag distally on the balloon wall material. This type of appearance is common with the balloon not been deflated fully prior to withdrawing balloon from expanded stent. The proximal end of the balloon has its wings tightly wrapped and evenly folded. As part of the examination, the balloon was inflated. No issues were observed with the balloon wall or the inner lumen during or after inflation. No issues were observed with balloon deflation and both at the proximal and distal end of the balloon the wings were tightly wrapped and evenly folded. The stent was not returned for analysis as it was placed in the lesion site; however crimp markings were evident on the wall of the balloon as would be expected. The bumper tip of the device showed signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon withdrawal resistance occurred. A 4.00x38mm promus premier stent was selected to treat the lesion. During procedure when physician was removing the stent balloon it appeared to be very "sticky" to the stent. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that balloon withdrawal resistance occurred. A 4.00x38mm promus premier¿ stent was selected to treat the lesion. During procedure when physician was removing the stent balloon it appeared to be very "sticky" to the stent. No patient complications were reported and the patients' status is fine.